Manufacturer narrative:
It was reported that, the product wheel broke, injuring the customer and allegedly breaking their ankle. No additional information is available despite attempts to obtain. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wheel broke.